Event description:
It was reported to philips that the allura system was shutting down randomly. The device was outside of clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the bios battery in host pc which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was shutting down randomly. Philips field service engineer (fse) inspected the system onsite and confirmed that the bois battery needs to be replaced. Fse replaced the bois battery on the host pc and recalibrated 3dra (3-dimensional rotational angiography). After the replacement of bois battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.